Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) flickered a few times, power cycled itself, and now has a "hdd port 1" error message. The biomedical engineer was instructed to remove the port 1 hard drive and reboot the system. A new hard drive was sent to the customer. The customer confirmed that replacing the hard drive fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring system) flickered a few times, power cycled itself, and now has a "hdd port 1" error message. The biomedical engineer was instructed to remove the port 1 hard drive and reboot the system.